Event description:
A male patient underwent aquablation therapy for benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the planning phase, the hydros handpiece scope image started going in and out and then cut out and there appeared to be no cystoscope connection. A second hydros handpiece was used to complete aquablation therapy. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The hydros handpiece was returned for investigation. The edge card of the hydros handpiece was viewed under the microscope, and contamination was observed. No other damage or anomalies were observed. The hydros handpiece was tested on the failure analysis hydros robotic system. The cip board worked as intended without any issues. The root cause of the reported event is undeterminable, as it worked as intended. The source of the contamination could not be determined. A review of the device history record (DHR) for hy1000/serial number (B)(6) and hydros handpiece lot number 24c04885 was conducted, which confirmed that there was two (2) non-conformance (ncmr03313 and ncmr03338) issued to this lot during the manufacturing process that could potentially be related to the reported event. The lot was segregated and affected units were reworked and re-inspected as part of our handpiece final inspection process. Upon re-inspection, the lot met all required specifications and was deemed acceptable to be released for distribution. Um0401-00 rev d user manual table 5 error messages: e917: reconnect component 1. Release foot pedal. 2. Check status panel for source of issues 3. Reconnect or replace component as needed until status becomes green 4. Click ok to clear alert; may require realignment and replanning if issue persists, call procept biorobotics. Log files were reviewed. The system triggered "e917 - cystoscope not detected by system" error confirming the reported failure mode. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.